Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal didn't correctly load into the delivery device tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal didn't correctly load into the delivery device tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the loading device. A photographic inspection was conducted. The delivery device was returned inside the loading device. The blue slide lock was engaged and the white plunger was not depressed. The seal and tension spring assembly remained inside the loading device. The seal was observed in the loading device window and appeared slightly unraveled on the outermost ring of the seal. The delivery device was removed from the loading device. The tension spring assembly with the seal was removed from the loading device. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.196 inches. The outer diameter was measured at 0.225 inches. The length of the delivery tube was measured at 2.55 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the photos received from the complainant and the results of the evaluation, the reported failure mode "fitting problem" was confirmed. The analyzed failure mode "unraveled seal" was also confirmed.